Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after contact had inadvertently performed the incorrect load process. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy. During troubleshooting with tandem technical support, the malfunction alarm was cleared.